Event description:
It was reported that numerous many bubbles/small gaps (glistening) had been observed inside of the optic of an intraocular lens (iol). Account indicated that glistening was suspected two minutes after the iol was inserted in the eye and evulsion of viscoelastic had been performed. Therefore, the physician decided to monitor the patient. Examination on the following day revealed that the amount of glistening had slightly decreased. Examination on the day after next revealed that there had been no change in the amount of the glistening. The director of the clinic commented that he had an impression that the small gaps were too vivid to be glistening. Also, he had not experienced cases of glistening phenomenon developing a few minutes after iol insertion. Patient identifier information is not available and no patient injury was reported. The iol remains implanted. No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/asked but not available. Section d6b - explant date: not applicable, lens remains implanted. Section e1 - telephone number: (B)(6). Section g4: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Section h3 - other (81): the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.